Manufacturer narrative:
One device was returned for investigation. Visual inspection of the device showed undamaged labels and the pump in good condition, no physical damage was found on the pump. No problems were found with the programmed delivery in the ehl. Performed functional check. The customer reported issue could not be duplicated. Investigation found no issues with the device delivering. The pump was tested and was found to be functioning properly and delivering within specification. No further action will be taken.

Event description:
It was reported that the pump was running properly, no alarm occurred, but at the end of therapy it was noticed no medication was delivered. The patient is treated with cyclic administration of blincyto (blinatumomab) - cytostatic. The administration will be delivered with a laid port and is controlled via a cadd solis v.i.p pump in pca mode (cont.rate, no bolus). Bag changes are every tuesday for 3 days and every friday for 4 days according to the infusion schedule. The therapy in total is always 28 days in the cycle. The application was done by the known spiral line of sm. Today is the 28th day and I went to the patient to finish the therapy on time. During the pump check, it was apparent the pump was running properly and showed a residual of 28.2 ml. This is usual, as our production always fills up a certain reserve. After the port needle was pulled,- and the bag was taken out of the supply bag, it was noticed the bag apparently did not deliver any medication. It's not explainable how this situation could remain unnoticed. The patient had to be hospitalized and went through a physical check-up (MRI). However, she was discharged on the same day as no signs of cns recurrence were detected.